Event description:
A 3.0mm diameter by 9mm length s7 stent delivery system was inserted for treatment of a 99% lesion in the left anterior descending coronary artery. The lesion was pre-dilated with a 2.5mm diameter ptca balloon prior to the insertion of the stent delivery system. It was not possible to cross the severely calcified lesion, therefore, the stent delivery system was pulled back in the coronary artery. Upon removal, the stent dislodged from the delivery balloon when it caught on calcium in the vessel. The stent was successfully removed from the patient using the stent delivery balloon. There was no further treatment reported to the target lesion. The patient was fine post procedure and there is no additional clinical sequelae reported related to the event. The target lesion not being 1:1 pre-dilated likely contributed to the stent not crossing the lesion. The severe calcification contributed to the stent dislodgement.